Event description:
(B)(4).

Manufacturer narrative:
(B)(4). In a follow up with the facility, the reporter stated that the event occurred in the ICU when the nurse detected a burning smell and disconnected the power cord. The reporter stated that the cord exhibited a charred residue inside the 'block' where it closes with the two latches. He stated that one of the 'latches' was broken and it was broken off when he received it. The reporter stated that in their facility the electrical outlets are approximately 12" from the floor or at eye level. He emphatically stated that the cord should not have been used in that condition. He said that he is "99 percent sure" that the nurse pulled on the cord causing the breakage and fluid came in contact with the cord either when cleaning the floor (mopping) or fluid dripped on it. The reporter also added that the facility has re-educated the nurses and staff as a result of this event. The actual sample involved has not been received yet. All available information was forwarded to the actual manufacturer, b. Braun (B)(4) on the investigation into this event is on going at this time. A follow up report will be provided when the evaluation results become available.